Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the electrosurgical generator esg-400 exhibited "we turned the device on and selected bipolar, after which the device made 3 beeps and then a bang and turned itself off. After turning the device back on, error e457 occurred, after which the device turned off. We tried turning it on again and then it gave error message e433. The device restarted but the error message remained." The malfunction occurred during a therapeutic removal of a skin tumor (lipoma) procedure. There were no reports of patient harm.